Event description:
Facility reported that after inserting a PICC without any problems, the patient allegedly developed hives and itches all over all of his body 5-10 minutes after insertion. The facility reported no known drug allergies and only gave the patient local lidocaine and ns flush. After treatment, the patient recovered and felt fine. The PICC was reportedly left in but the patient had to be sent to ICU to monitor his vital signs.

Manufacturer narrative:
A lot history review (lhr) of reza21185 showed no other similar product complaint(s) from these lot numbers. The device has not been returned to the manufacturer for evaluation, the device remains in the patient.